Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection revealed the device was returned without t1 or t2 anchors or suture. The device doesn't appear bent. The deployment needle appears to be in the t1 pre-deployment position indicating t2 was deployed manually. A functional evaluation confirmed the device was in the t1 pre-deployment position as first depression of the deployment knob reset the device to the t2 pre-deployment position. The device functioned as expected. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair procedure, after deployment of the fast-fix t1 anchor, the t2 deployed prematurely. The ts were removed from patient and the procedure was completed with no significant delay using a back-up device. No patient other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.